Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. Ni/ni/ni the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, post implant of composix kugel, patient was diagnosed with obstruction, abscess, inflammation and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists inflammation and adhesions as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-oct-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. Ni/ni/ni the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional hernial at the umbilicus thereby underwent open repair with implant of composix kugel patch. Per op notes, ¿the hernia sac was opened and lysed the bowel adhesions. A large composix kugel patch was placed in the abdominal cavity and circumferentially sutured surrounding fascia.¿ (B)(6) 2013 - patient had repair of partial small bowel obstruction. (B)(6) 2015 - patient was diagnosed with chronic partial small bowel obstruction secondary to adhesions thereby underwent repair with mesh explant. Per op notes, ¿the mesh was somewhat fragmented and elected to remove it completely. After removal, wad of small bowel adherent to mesh was lysed.¿ attorney alleged that the patient had adhesions, bowel obstruction, mesh shrinkage, pain and emotional injuries.